Event description:
Additional information was received that the likely cause for the fluctuating impedances was with the competitor lead. Because the impedances were intermittent, it was not believed to be a serious issue to the hospital. No interventions will be taken with the crt-d and there were no adverse patient effects.

Event description:
The field representative was contacted and confirmed that no further testing was performed and that the source of the change in impedance values was not determined. At this time, no intervention will be taken. There were no adverse patient effects. All products remain implanted at this time.

Manufacturer narrative:
No further information is available at this time. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) was showing an increase in shock impedance measurements over the past year. The impedance values ranged between 75-100 ohms, with some values greater than 125 ohms. Boston scientific technical services (ts) was contacted and discussed that a change in impedance like this should warrant further evaluation to exclude a lead integrity issue by performing isometrics and pocket manipulation. Ts also discussed checking to see if the device is secured by the suture in the pocket and explained that free movement by a device may cause the fluctuating range in daily measurements of the shock impedances. Ts discussed further troubleshooting options depending on what testing reveals. All products remain in service. Further investigation into what actions will be taken next is being performed.